Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 couldn't energize. It was not energized. The light on the passer supply side was on normally. The new device was opened because it was not stably energized. The new device was opened because it was not stably energized. No damage to patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period mar-2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213 & 67) the device was returned to the factory for evaluation on 04/13/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be very slightly flexed from the hot jaw at the center due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed four (04) repetitions using "max life test method stm2048073. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed.

Event description:
N/a